Event description:
Ous MDR - pt of age 37 was successfully implanted on (B)(6) 2012. Later the pt was hospitalized, apparently because he presented with dilated cardiomyopathy (reason for which the lumax was implanted), he was later released. On (B)(6) 2012, during a f/u visit there was no evidence of any event or alteration of the device that called our technician's attention. The next f/u was on (B)(6) 2012 and once again there were no events to report. On (B)(6) 2012, the physician informed our technician that the pt died on (B)(6) 2012 and that the family had taken the device to the doctor. His programmer was not connecting to the device; therefore another programmer was used, but without success. Later, our technician interviews the doctor that was on duty the day the pt died and learned that there was no visible discharge of the device and that previously an EKG had been done and it presented a supraventricular tachycardia. The date of explant was not provided.

Manufacturer narrative:
The performance of the leads under complaint was scrutinized, including a visual and an electrical analysis. During the inspections, no deviations were noted which might be related to the clinical observation. The quality documents associated with the manufacture of these particular leads were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The damages of the leads occurred most likely during the explantation procedure. The analysis revealed neither for the ICD not for the leads any indication of a material or manufacturing problem.